Manufacturer narrative:
(B)(6).

Event description:
The customer reported a plum 360 infusion pump that does not hold charge. Testing and investigation found the device failed inspection due to as found condition also gave a ¿replace battery¿ alert upon power up during self-test. Battery was replaced and ¿change battery¿ soft key was pressed. The device passed self-test on dc. The complaint was confirmed and probable cause for complaint and replace battery is defective battery due to software defect. A n56 replace battery alarm was determined to be associated with exception report for plum 360 devices with sw version: 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.